Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap bilateral salpingoophorectomy- "deployed the bag, put specimen in the bag, pulled back the plunger to close an retrieve the bag, bag became detached from the metal wide opening jaws and string came free from the introducer, removed the introducer and the port, used a spencer wells through the port site to grab the bag and retrieve." Additional info: the bag was able to fully clinch close. As far as they are aware the loop chord was fully in tact as they used it to try and guide bag out. The bag was intentionally unhooked in order to remover the introducer. The chord didn't go back inside the patient it stayed outside the abdomen. Patient status- no concerns

Manufacturer narrative:
Additional information was requested and received. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop was broken and frayed. Additional information received from the customer clarified that the bag had not fallen off of the prongs in the abdominal cavity, as previously believed. The likely root cause of the event is due to the design of the unit. It is possible that interaction between the cord and the inner edge of the tube could have contributed to the cord fraying and ultimately breaking. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member on october 18, 2016: this is what happened step by step. Deployed the bag. Put specimen in. Pulled back the plunger to reveal the string (at this point the draw string on the bag didn't look all that closed). Unhooked the string from the introducer and removed from the trocar (at this point the noticed that the string was frayed and became detached). This in turn left the bag inside the patient with very little string left behind through the port site. Additional information received via email from applied medical team member on october 19, 2016: as I understood from the customer they deliberately unhooked the string from the introducer and removed the introducer from the port, however as they started removing the introducer they noticed the string had frayed.